Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners and with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He was unable to clear the second button error alarm. The customer noticed small water droplets behind the lcd screen. The insulin pump was exposed to sweat. Customer's blood glucose level was 283 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.